Manufacturer narrative:
Additional information has been requested regarding the serial numbers and details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿battery / model #: 1650 / catalog #: 1650 / expiration date: unk / serial or lot#: unk / UDI #: (B)(4) / device available for evaluation: no / device evaluated by MFR: no, device evaluation anticipated, but not yet begun / mfg date: unk / labeled for single use: no (B)(4). Brand name: heartware ventricular assist system ¿battery / model #: 1650 / catalog #: 1650 / expiration date: unk / serial or lot#: unk / UDI #: (B)(4) / device available for evaluation: no / device evaluated by MFR: no, device evaluation anticipated, but not yet begun / mfg date: unk / labeled for single use: no (B)(4). Brand name: heartware ventricular assist system ¿battery / model #: 1650 / catalog #: 1650 / expiration date: unk / serial or lot#: unk / UDI #: (B)(4) / device available for evaluation: no / device evaluated by MFR: no, device evaluation anticipated, but not yet begun / mfg date: unk / labeled for single use: no (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries exhibited failures. One of the batteries did not provide power and when connected to the controller the display was blank. One battery was removed from service and the others remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and update to investigation completion. The product event summary was revised. Revised product event summary: the battery (B)(6) was returned for evaluation. The three batteries with unknown serial numbers were not returned for evaluation. Of note, it was reported that only one battery, (B)(6), had a failure. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log files analysis did not reveal any anomalies within the analyzed period. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the battery inoperable. F an inoperable ba ttery is connected to the controller, the controller will be unable to recognize the battery and controller¿s front panel battery capacity indicator will be blank. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional products: unk ¿ battery. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. Unk ¿ battery. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. Unk ¿ battery. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. Product event summary: the battery (B)(6) and three (3) batteries with unknown serial numbers were not returned for evaluation. Of note, it was reported that only one battery, (B)(6), had a failure. Log files analysis did not reveal any anomalies within the analyzed period. As a result, the reported event could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported no power event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Possible root causes of the reported not charging event can be attributed, but not limited, to an internal battery communication error, faulty integrated circuit, improper weld, soldering defect, out of temperature range, and/or a charge time-out of eight (8) hours. Possible root causes of the reported display error can be attributed, but not limited, to a manufacturing error and/or a faulty component. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
### A supplemental report is being submitted for additional event details. The event description has been updated with the information that the battery had charger problem. Investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that only one battery had failure and the other three were fine. It was stated that only one battery has a charge problem.